Event description:
The pt felt ill and started throwing up. Her blood glucose level was 519 mg/dl. She was taken to the dr's office and given insulin intravenously. Her blood glucose level fell to 230 mg/dl. When she returned home, it became elevated again. Pt confirmed that no insulin was coming out of the end of the infusion set, so she changed the pump and the set, and her blood glucose level dropped to the normal level.